Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood leak occurred with the combiset bloodlines during a patient's hemodialysis (hd) treatment. The heparin line snapped and blood squirted from the red connection without warning. Additional information was obtained during follow-up with the patient care technician (pct). The reported issue was discovered approximately 2 minutes before treatment completion. The pct visually observed dried droplets of blood on the floor and the base of the machine. Upon closer inspection the pct found the heparin line had filled with blood. Upon handling the combiset the heparin line snapped without warning and blood squirted from the red connection. The pct clamped the hole with their thumb to stop the leak. The patient¿s estimated blood loss (ebl) is approximately 150 ml. The patient did not experience a serious injury or require medical intervention. Treatment ended for the day following the reported event. There was no other defect or damage noted to the combiset. No issues were encountered during prime or setup. The sample was reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the sample was discarded and not returned to the manufacturer for physical evaluation. Additionally photos or videos were not made available to the manufacturer for review. A batch history review was performed. A reprocess form was identified in the production of this lot that is related to the failure mode as alleged in the complaint. The reprocess found was against a dryness channel between the heparin line and the red ¿t¿ connector. The alleged event was confirmed. Probable causes for this issue occur during assembly. A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Event description:
A user facility biomedical technician (biomed) reported to fresenius that a blood leak occurred with the combiset bloodlines during a patient's hemodialysis (hd) treatment. The heparin line snapped and blood squirted from the red connection without warning. Additional information was obtained during follow-up with the patient care technician (pct). The reported issue was discovered approximately 2 minutes before treatment completion. The pct visually observed dried droplets of blood on the floor and the base of the machine. Upon closer inspection the pct found the heparin line had filled with blood. Upon handling the combiset the heparin line snapped without warning and blood squirted from the red connection. The pct clamped the hole with their thumb to stop the leak. The patient¿s estimated blood loss (ebl) is approximately 150 ml. The patient did not experience a serious injury or require medical intervention. Treatment ended for the day following the reported event. There was no other defect or damage noted to the combiset. No issues were encountered during prime or setup. The sample was reported to be discarded and unavailable to be returned to the manufacturer for physical evaluation.